Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the battery oscillator device had an undetermined malfunction. During service and evaluation, it was observed that the locking knob/button was loose, trigger was jammed and clamped, motor was partially running and the charging current was too high on the device. It was further determined that the device failed the following assessments at pretest : quick coupling for saw blades, trigger test, and check the triggers and electronic control unit. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.